Event description:
Per consumer "unit was purchased in 2009 for her recovery of knee surgery and recently brought out of storage for recovery for her back surgery. (B)(6) states that while she was walking outside on the sidewalk the rollator legs above the rear wheels snapped and she fell immediately causing bruising to her legs and wrist along with scraped elbows."

Manufacturer narrative:
(B)(6) - RMA 860185735 has been initiated for this issue. Model 65650, serial number/date code (B)(4) is approximately 3 years old. The owner's manual part number 1148077 rev f (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed. When consumer was asked about the incident, she stated that she was using the unit in an alley (paved flooring). The back wheel allegedly broke causing her to fall forward and bruising her elbows. The product was returned to the pharmacy and an RMA was generated to bring the rollator back for an investigation. The consumer received the replacement.